Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report that he had blood glucose excursions. On (B)(6) 2013, the patient reached 400 mg/dl. On the day of the call to animas, she reportedly had blood glucose reading of 330 mg/dl with symptoms of extreme thirst and fatigue. Animas made 3 attempts to contact the patient back for more information but was not successful. This complaint is classified based on the limited information provided. This complaint is being reported because the patient had elevated blood glucose with symptoms suggestive of acute complication of diabetes while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.